Manufacturer narrative:
Concomitant products: dtba1q1 device, implanted: (B)(6) 2016; 4298-88, implanted: (B)(6) 2016. Product event summary: the full lead in segments was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a systemic infection several months after implant and the cardiac resynchronization therapy defibrillator (crt-d) system was extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.